Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 53 mg/dl and a blood glucose of 90 mg/dl. Troubleshooting was declined for the threshold suspend event. The customer stated that he used those readings to re-calibrate and he was advised against that. No products were returned or replaced.